Event description:
Meter name: one touch profile. Strip name: unk. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: light headed, eyes not focusing. The pt reported that they was not able to see the correct results on the meter and injected too much insulin. Pt stated that they "crashed". The meter allegedly was missing segments. The result from the pt's meter was 300 (units not specified), but the pt thought it was 400 (units not specified). There was no result obtained from any other source. There was no comparison between pt's meter and any other device. There was no treatment. No further info has been reported.